Event description:
One pt sample with discrepant sodium results. Initial result gave 125 mmol/l; sample repeated twice giving 130 and 134 mmol/l. Initial result was reported. Pt not adversely affected. The field svc rep was unable to duplicate the issue. Performance tests were performed and within spec.